Event description:
It was reported to boston scientific corporation that a solyx¿ sis system was used during a concomitant native tissue posterior prolapse repair procedure performed on (B)(6), 2014. According to the complainant, on (B)(6), 2014, the subject experienced difficulty emptying her bladder. The event resolved on (B)(6), 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.